Event description:
The customer reported that while the unit was in use on a pt, the unit generated an autofill failure alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep was unable to duplicate the reported problem. The reported event of autofill failure alarm was verified in the alarm loop. The company rep performed performance service diagnostics, functional tests and electrical safety tests. The unit met factory specs and was returned to the customer. (B)(4).